Event description:
"Leakage from septum."

Manufacturer narrative:
Results: without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the MFR of the product. One used unit was rec'd for investigation. An un-actuated water leak test was completed with no leakage observed. An actuated water leak test was completed and a failure for leaking through the vent hole was observed. The leaking unit was investigated and found a bottom disk cut of the septum. Conclusion: updated conclusion: there was a bottom disk cut on the septum of the unit which resulted in the leakage. The defect for a cut on the bottom disk of the q-syte septum is the cause of an ongoing recall action [recall #1710034-10-27/09-001r]. The defect reported in this product complaint was not associated with a death or serious injury. This MDR is being filed due to confirmation that the defect identified is similar to that reported previously as a serious injury MDR. CAPA (B)(4) was initiated (B)(4) 2009 to address issues with q-syte leakage, resulting from the cut to the bottom disk of the septum. (B)(4). Date submitted: 23 march 2010.